Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold output post implant due to lead dislodgement. This rv lead was explanted, replaced with the same model and will be returned for analysis. No additional adverse patient effects were reported.